Event description:
As reported by the sales rep per the user facility: there was an employee injury, needlestick. Awaiting on call back from employee health nurse to obtain more information. C/o "nurse disposing of sharps, needlestick to small finger on right hand. Unknown treatment." (B)(6) 2011 - additional information provided by the employee health manager indicated the incident happened in the newborn nursery. When then nurse activated the device the clip got stuck on the shaft of the needle and she received a needlestick to her left little finger. Both the patient and the nurse received all protocol bloodwork testing and to date all test results have been negative. The sample was discarded in the sharps container and will not be returned for evaluation.

Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the reported lot number. All available information has been provided to the actual manufacturer for evaluation.